Manufacturer narrative:
We got the feedback from csr team that the end user use the rechargeable battery which is not recommended by us. The device is to be used with a 9.0 v alkaline battery, type: 6lr61 which is stated in user manual, while the end user use the ni-mh rechargeable battery, 250 mah 9v.

Manufacturer narrative:
By analyzing the circuit design of di1010, the component that causes explosion is capacitors and battery. We conducted a principle analysis of the possibility of explosion of capacitors and battery, eliminating the possibility of capacitors and confirming the explosion caused by the battery. Csr team feedback the end user using the "green" battery , but we checked the outer skin of the battery (tens cell) is ocher. And also, from the photo on the scene, after the explosion, we can found the colors of the battery that removing the outer skin packaging is silver. But the tens cell battery is black. Based on the above analysis, the end user using the other brand battery to supply device cause this explosion and don't follow up the instruction manual cautions. During the pages of the 15, sections 4.1 battery cautions, we recommends the user replace the same type battery. We checked csr team to help to ask the end user for battery information and samples for further analysis, but up till now, we can not get it.

Event description:
Customer stated that his tens unit exploded while he was using it to treat his persistent neck pain. The explosion occurred at 3 am on the morning of monday, (B)(6) 2018 in the bedroom of his residence. He states that he has police and fire department reports. He states that he was awakened in the wee-hours by neck pain, and proceeded to apply the leads to the painful area (the approximate sites shown in the upper pair of electrodes in option 1 of the illustration for neck pain placement which accompanied the device and instructions). He turned the time to c, and then the intensity to 12, settings he had previously used many times with considerable benefit. While he did not record the exact time he applied the device, he would estimate it to have been around 1:30 am. He then started to read his recent issue of the economist, while waiting for the pain to diminish to a level where sleep was possible - bu the ensuing bang!, flash of flames and billowing, acrid smoke dashed any hope of sleep for the rest of the night! As soon as he had extinguished the flames, which he states took 30+- seconds, and opened windows to clear the room of smoke, he called 911 and the fire department responded within minutes, the police minutes later. The device was about 1/3 destroyed: what wasn't destroyed was severely scorched, and molten case and wires were blown some distance from the site of the actual explosion, 1/2 of the partially melted battery was imbedded in the carpet about 4 feet away. While he states he was only the length of the electrode wires away from the device when it blew, he was not seriously injured. He reports an "acid burn" on the lower part of his right arm, according to the fire chief.